Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device fracture or loosening. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated.

Event description:
The patient was revised because the insert was fractured at the base, and the femoral component was found loose.